Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) in a preloaded delivery system, the product came out bad and the leading haptic was abnormal. The patient experienced a capsular bag tear. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was returned adhered in solution to the outside of the device. The haptics are undamaged. The optic edge near one haptic is torn/cut toward the optic center. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the complaint cannot be determined. The lens was returned outside the device. The haptics are undamaged. The optic is torn. The position of the lens during advancement in the device cannot be determined because the lens was returned outside the device. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer reporting the patient had to undergo an anterior vitrectomy.